Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an open reduction/internal fixation (orif) surgery with the multiloc humeral nail in question for a proximal right humeral fracture. The drill bit interfered with the nail in question while the g hole was drilled after the a and b screws were inserted. The image showed that the drill bit grazed the front of the nail. The surgeon adjusted the hand and tried to recover it; however, it was difficult to correct the initial drill hole. Therefore, the surgeon decided not to insert the screw and fixed only the f hole at the distal area. The surgery was completed successfully without any surgical delay. The surgeon commented that there was no problem with bone fixation. No further information is available. This report involves one unk - drill bits: trauma. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2a, d2b, d3, d4, g4 - 510k: this report is for an unknown drill bits: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.